Event description:
A patient presenting with a peri-stem fracture received total hip arthroplasty on (B)(6) 2019 with no fractures confirmed during or immediately after the operation and no problems. On (B)(6) 2019, stem sinking and an oblique fracture were detected. On (B)(6) 2019, a revision surgery was performed and the stem and head were removed. The fracture was reinforced with cable and another company's components were inserted. The patient was reported to have fragile bone quality and rheumatoid arthritis.